Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin@home transmission. Upon review of january episodes, the patient's right ventricular(rv) lead exhibited noise which led to subsequent heart rate variability(hvr). There was a possible subclavian crush. Programming changes were made. The patient was stable.